Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that quality controls (qc) recovered outside of acceptable ranges for high-sensitivity troponin I (tnih) on the dimension vista 500 instrument since (B)(6) 2021. Siemens recommended for the customer to replace the reagent 1 and reagent 2 probes and clean the drains. Subsequently, siemens guided the customer in replacing the probes and cleaning the server drains and sample 1 probe. Then, the server probes were aligned and a test was run on reagent 1 and reagent 2, which passed. A few days later, the customer called siemens and siemens performed a service method test and mix test on the instrument. While the reagent 1 and reagent 2 bottom of cuvette (boc) passed, the arms failed the align test, and sample 1 (boc) failed. A customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the sample mixer and aligned sample probe 1. Subsequently, the cse restarted the instrument and ran alignment and mix methods on the sample probe 1; the mixing method failed. As a result, the customer checked the alignment of the probe, performed a scratch test, and manually realigned the sample probe. Then, the cse ran service methods, which passed. Lastly, the cse ran tnih quality controls, which recovered out-of-range. The customer indicated that they will thaw new calibrator and calibrate. Siemens followed up with the customer and the customer indicated that all calibration and qc passed. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
On (B)(6) 2021, the customer provided data to demonstrate that the quality controls (qc) for high-sensitivity troponin I (tnih) recovered out-of-range on the dimension vista 500 instrument since (B)(6) 2021. The customer indicated that qc recovered outside of acceptable ranges when qc is run from vials. When they run qc from cups, the results recover within acceptable ranges. This MDR is being filed in an abundance of caution as it is unknown whether patient results were impacted since (B)(6) 2021. There are no known reports of patient intervention or adverse health consequences due to this event.